Event description:
It was reported the device was plugged into the wall and shut off during infusion. The tubing sets involved in the incident was infusing fentanyl and norepinephrine and was on the patient, but there was no patient harm noted.

Manufacturer narrative:
The customer¿s reported complaint of a shut off event during the infusion of fentanyl and norepinephrine was not confirmed in review of the logs or replicated during testing. Based on log analysis results, the reported infusion of fentanyl and norepinephrine was identified between 2:22 pm and 6:42 pm on (B)(6)2021. A review of the system error and battery logs showed no records associated to the reported event. There was no evidence in review of the logs that would suggest the system shut off during the infusion therapy of these medications. Laboratory test results, consisting of key press replication demonstrated the system is operating as intended. The pump module infusion was being used for treatment. The root cause of the customer¿s reported experience with a shut off event during an infusion of fentanyl and norepinephrine was not determined as a result of this investigation. Sample inspection: an external and internal inspection of the customer¿s source pump identified the male iui with unidentified film contaminants on the connector contact pins. No other obvious issues or anomalies were identified with the device during the inspection two used incident sets model 2204-0007 (lot# unknown) were received with fluid residue. Log analysis results: the system logs were retrieved to ascertain event details associated to the reported incident. The last infusion of fentanyl and norepinephrine was identified between 2:22 pm and 6:42 pm on (B)(6)2021. The profile in use was identified as ¿adult critical care¿. A review of the system error and battery logs showed no records associated to the reported event. The medication norepinephrine infused on pump module s/n (B)(6) while fentanyl infused on pump module s/n (B)(6). During the norepinephrine infusion, the pump was channeled off 3 times and restarted twice. The fentanyl infusion was channeled off once and the system powered off. There was no evidence of either pump module shutting off abruptly or due to a malfunction while in ac power. Each incident where the infusions stopped; the pump was manually channeled off. Test results: results from key press replication testing, consisting of the programming parameters noted in the logs indicated that the system is operating as intended, with no indications of a shutdown or error event. Test methods: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 10/02/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for the sn (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was no provided. Although requested, patient information was no provided. No device will be returned per customer.

Event description:
It was reported the device was plugged into the wall and shut off during infusion. The tubing sets involved in the incident was infusing fentanyl and norepinephrine and was on the patient, but there was no patient harm noted.